Event description:
A scrub technician reported that the footswitch did not work during a cataract with intraocular lens procedure. The footswitch was exchanged to complete the surgery. There was no harm to the patient.

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer requested a replacement footswitch. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 27, 2014. Based on qa assessment, the product met specifications at the time of release. The associated system was manufactured on june 28, 2014. The footswitch was received for evaluation. A visual assessment of the returned sample showed no nonconformities. The footswitch was connected to a calibrated system console and upon power-up, system message (sm) displayed. In response, the battery was replaced. The footswitch was reconnected to the system and the other sm displayed. The footswitch printed circuit board (pcb) was then replaced and no nonconformities were observed thereafter. The pcb was evaluated and it was determined that the 2.5v supply was shorted to ground, confirming the pcb as the root cause. The battery issue resulted from the short in the pcb. The root cause of the reported event can be attributed to a nonconforming pcb footswitch processor. The manufacturer internal reference number is: (B)(4).